Event description:
Reporting status: malfunction. Reporting rationale: failure to deflate has caused or contributed to pt injury previously. Device issue: failure to deflate. It was reported that the balloon catheter was advanced to the lesion and inflated to 10-12 atm. After pre-dilatation, an attempt was made to deflate the balloon; however, it would not deflate. Negative pressure was applied to try to deflate the balloon again; however, it only partially deflated. The balloon had to be removed from the pt, partially deflated. Reportedly, there were no pt effects. No additional event or pt information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the catheter was returned with blood visible on the shaft, on the balloon and in the guide wire lumen. There was contrast visible on the shaft and in the inflation lumen and in the balloon. The balloon had been inflated and was loosely folded. There were three areas on the proximal shaft that were slightly flattened, 19.5 cm distal to the strain relief tubing for a length of 1 cm, 28 cm distal to the strain relief tubing for a length of 1 cm and 47 cm distal to the strain relief tubing for a length of .5 cm. There was no other damage noted to the catheter. A new indeflator filled with renografin 60 diluted 1:1 with water was used in an attempt to pressurize the balloon, but the balloon would not completely inflate or deflate. A new indeflator filled with water was used in an attempt to inflate and deflate the catheter many times to remove and diluate some of the thick contrast in the inflation lumen. After being inflated and deflated many times, the balloon completely inflated. A new indeflator was used to measure the deflation times and these met manufacturing criteria. Product performance engineering has reviewed the case description and analysis of the returned device. The analysis was unable to confirm the complaint, because attempts to consistently replicate the case description were unsuccessful. Difficulty was experienced when initial attempts to fully inflate and deflate the device was performed. There was thick contrast noted in the inflation lumen, which appeared to have contributed to the inflation/deflation difficulties. In addition, a visual analysis observed three pinched areas on proximal shaft, which may have additionally contributed to the reported difficulty. Pinch damage can occur due to, but not limited to, mishandling, manufacturing, or associative device interaction; however, with the inflation lumen free of the contrast, the balloon was able to be inflated and deflated completely. A timed balloon deflation test was performed, which met the manufacturing criteria. Based on the reported case description and analysis of the returned device, the reported difficulties appear to be related to the operational context use of the device. There does not appear to be a product quality problem. The lot history record was reviewed and there were no non-conformites associated with this product lot. This MDR is considered closed by the product performance group.